Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis. She stated that she kept blousing and could not get her blood glucose down. She was able to get it from 576 mg/dl down to 530 mg/dl but was not feeling well and left work to go to the emergency room. She experienced vomiting and nausea and was treated with oxygen and insulin and saline drip. Current reading was 356 mg/dl. She stated the drive support cap is recessed. No air bubbles or insulin leaks found. Insulin did exit with manual prime. She declined to remove the infusion set. The customer stated that the bolus wizard is not calculating the insulin amount accurately. Time and date were incorrect. Basal rates and bolus wizard were correct. The insulin pump passed the high pressure test and bolus history was accurate. She called back two days after and stated that it was still not functioning and requested it to be replaced. Device was replaced and returned.

Manufacturer narrative:
The insulin pump passed the functional tests including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Low reservoir alarm functioned properly during testing. All operating currents tested within specifications. No unexpected low battery or off no power alarms noted. Device with cracked reservoir tube lip and minor scratches on display window noted during visual inspection.